Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the proximal section of approximately 182.7cm of guidewire was returned. The guidewire is broken. The returned section was found severely kinked. Microscopic inspection was performed and guidewire broken was confirmed. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Overall length and outer diameter distal measurements could not be performed due to the device condition (guidewire broken). The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25jan2021. It was reported that the rotawire could not cross the lesion. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire guidewire was selected for use; but, the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a broken guidewire.